Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with injection vancomycin, intraperitoneally (ip), 2 grams every fifth day and one day later, injection ceftazidime, 1 gram, ip, once daily. Twelve days after onset, the patient was recovered from the peritonitis and the patient was discharged from the hospital. Three days later, the antibiotic treatment was discontinued. At the time of this report, dianeal therapy was ongoing. No additional information is available.